Event description:
It was reported that the patient had intermittent chest wall stimulation from the right ventricular (rv) lead. The physician palpated a mid-sternal area of chest that was intermittently pulsing with rv pacing stimulus. Repositioning to several rv septum locations yielded similar chest wall muscle stimulation. Final rv free wall position yielded chest wall stimulation at higher outputs (greater than 5.0 volts), though no stimulation at lower output amplitudes. This was considered to be acceptable by both the patient and physician. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addrl1, implantable pulse generator, (B)(6) 2013. (B)(4)